Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the camera cart monitor experienced issues when connected with the main cart of the navigation system. It was reported that the power connections were stable. The monitor of the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a cranial resection, the monitor on the camera cart of the navigation system powered down without prompt from the user. It was reported that the camera cart was briefly disconnected from the navigation system for transport. It was noted that the power indicator was illuminated. Reconnecting the carts restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact on patient outcome. No additional information was provided.